Manufacturer narrative:
(B)(4). Batch # unknown. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: this is an analysis of two videos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first video shows a device with a green reload loaded and tissue between the jaws. At the 00:30 mark the device is fired. At the 00:37 mark the jaws are opened and removed of tissue and it appears to be no properly cut from the left side. Also, along staple line bleeding was observed. The second video shows a piece of tissue with an incomplete line of staples. The right side appears to be fully stapled and the left side appears to be unstapled. Based on the videos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ecr60g with lot number u40g1r, and no non-conformances were identified. Manufacturing date: 07/21/2020. Expiration date: 6/30/2025.

Event description:
It was reported that the reload didn¿t produce staples on the stomach and the stomach was open. Surgery delayed for 30 minutes. No patient consequences reported. No further information is available.